Event description:
Reporter indicated that vns pt has been experiencing a possible generator malfunction. It was reported that the pt is experiencing erratic stimulation and an increase in seizures the pt is also experiencing pain from the stimulation. Reporter indicated that the pt is now using the magnet to inactivate the generator.